Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): serious and life threatening adverse events, including death and bleeding have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Company is seeking this information through the event investigation. Device remains implanted.

Event description:
It was reported by the vad coordinator that the patient was in the clinic and was feeling increased shortness of breath for several days. The patient was admitted. The patient's flows have been trending down for several days prior. Upon admission, hgb found to be 5.7 with inr >5. Transfused rbc's, waited for inr to normalize before gi scope procedure. No source of bleeding found with gi scope. Patient was discharged (B)(6) 2015 on coumadin and no asa. No further reported problems and no other information available at this time.